Manufacturer narrative:
B5. Describe event or problem - correction - explanted generator was received for analysis prior to supplemental #2 MDR.

Event description:
Explanted generator was received. Product analysis is underway.

Event description:
Patient's generator was attempted to be interrogated on multiple occasions with no luck. It is believed the battery is dead. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
The generator continued to be unable to interrogate during surgery. The explanted generator was available for analysis. The explanted generator has not been received to date.

Event description:
Generator analysis was completed. The pulse generator pcba substrate was connected to a power supply. Power was enabled to the pulse generator pcba substrate; an increased current was observed on the multimeter approximately 1.2ua. The accelerometer was removed from the pulse generator pcba substrate. The accelerometer from the pulse generator pcba substrate was placed in the m1000 bread board fixture. Wandcomm accelerometer commands were performed on the accelerometer from the pulse generator pcba substrate and showed the accelerometer was not functional, no values from the accelerometer were reported, standby current was approximately 3.6ua. The accelerometer was non-functional, which may have been the contributing factor for the increased current consumption and failure to program. The failure mechanism for the accelerometer has not established.

Event description:
Additional analysis was performed on the accelerometer (a3). Accelerometer commands were performed and showed a3 to be not functional (no values reported). Standby current was observed to be 15ma. A3 was placed on m1000 bread board fixture as the voltage was varied. Communication with the m1000 bread board fixture was possible until the voltage reached eos <=2.19 volts. Communication with the pulse generator pcba accelerometer a3 was not possible at any voltage. No electrical shorts were observed on the exposed lead frame. X-rays of the accelerometer a3 showed no visual anomalies. The accelerometers (a3) increase in supply current may have been the contributing factor to the failure to program; however, the failure mechanism was not established.

Event description:
Vendor analysis of he accelerometer was completed. The vendor performed a functional analysis on the accelerometer and found no abnormal performance in bench testing. The part showed normal outputs under 0g, +1g and -1g orientations. The device also had a normal supply current of 1.68ua. Vendor testing was unable to reproduce the symptoms seen in the livanova pa lab and found the component to perform as expected. The accelerometer was not returned following analysis by the vendor.

Event description:
It was reported that a patient's m1000 was unable to be interrogated. Multiple attempts with the wand were performed. Wand batteries were confirmed to be good. The generator is not suspected to be dead. The m1000 was programmed on at time of implant. Two programming systems were used and additional troubleshooting performed by livanova representative. Emi reduction, hard resets and confirming placement of the generator were performed. No error messages were observed. No additional relevant information has been received to date.